Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2019-02756. It was reported the patient experienced high impedance on the right s1, it was determined the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Note: all of the patient's leads are being reported as explanted because it unknown which device was replaced.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2019-02756.